Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related to manufacturer report number: 2938836-2018-10243. During follow-up, increased pacing impedance was observed on the left ventricular (lv) lead. During the lv lead revision and device change procedure due to normal eri, the issue was resolved by explanting and replacing the device. The lv lead was tested and exhibited good electrical measurements. The physician elected to not replace the lv lead. The patient was in stable condition and experienced no adverse health consequences.